Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, the user¿s issue of e216 scope communication error message could not be duplicated. However, there was a shortage of the cable that attributed to an intermittently noisy image. The root cause for the shortage of the cable could not conclusively determined. It is likely that the issue of shortage of cable occurred due to partial breakage caused by external force applied to the cable in customer handling.

Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the user¿s issue of e216 scope communication error message could not be duplicated. However, there was a shortage of the cable that attributed to an intermittently noisy image. Additionally, there were cosmetic issues of scratches on the charged couple device top cover. These did not affect functionality.

Event description:
As reported for this event, during set up, the e216 scope communication error message was displayed for the device. There is no patient involvement.